Event description:
It was reported that the image of the video system center was too dark, no matter where the scope was located inside the patient. The issue occurred during an upper endoscopy procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. Switched from auto to manu and when were able to increase and decrease the brightness levels all the way up and all the way down. Customer confirmed the scope light at the distal end increased and decreased when the brightness buttons were pressed. Tested the same scope and light guide cable on another tower and had no issues with the live endo image being too light or too dark. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, and h11. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.